Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of locking issue was confirmed. The likely cause of failure is due to output drive shaft assembly corroded. It was also noted that the lock twist found jammed, bearings were broken and corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-operation the attachment had locking issue. There was no patient impact. Additional information was received stating that broken bearing was found during evaluation.